Manufacturer narrative:
(B)(4).

Event description:
It was reported that high impedance was observed on the atrial lead of an asymptomatic patient. The lead was disabled and the patient would continue to be monitored.